Manufacturer narrative:
Based on the information provided and due to the patient's significant weight loss and post implant surgical history, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the events as alleged by the patient. The patient is currently seeking additional medical treatment; however, no definitive diagnosis has been made and there has been no surgical intervention to date. Recurrence is a known inherent risk of the procedure and is listed as a possible complication in the adverse reaction section of the IFU. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient: the patient alleges that on (B)(6) 2004 she was implanted with a bard / davol composix kugel hernia patch for the repair of an incisional umbilical hernia. In 2014 the patient reports that she lost a significant amount of weight and underwent an abdominoplasty of the lower abdomen, below the previous hernia repair. In 2015 the patient presented to the ER with abdominal pain and a "poking" feeling. A CT scan was performed and confirmed there was no obstruction. Patient was treated and released from the hospital. The patient alleges the composix kugel hernia patch had come apart inside her and feels as if some of this is being excreted through the urethra and rectum. Patient also alleges the hernia has recurred and she is bloated from severe constipation. The patient is seeking additional medical treatment; however, no definitive diagnosis has been made.